Manufacturer narrative:
E1: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further reported as due to "animals in the room when patient was doing an exchange". It was not reported if retraining was done for the caregiver and the patient. The hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.